Event description:
A customer contacted baxter to report that the patient connector was not connected to the titanium adapter tightly. The doctor then tried to connect another transfer set to the titanium adapter, but they were not connecting tightly again. There was no patient injury or medical intervention. There was patient involvement. This emdr addresses the connection issue involving the titanium adapter.

Manufacturer narrative:
(B)(4). The issue was not confirmed and a root cause of this event was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.